Event description:
It was reported by service report that the scale was displaying incorrect weight readings. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Pc board; load cell.